Event description:
It was reported that after approx 150cc's of blood was collected, the device stopped working. None of the collected blood was able to be re-infused. The account had a back up on hand to complete the re-infusion. The pt did not receive a blood transfusion from either a blood bank or pre-donated blood. There was no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was discarded at the account. The batch record was reviewed and no discrepancies were found that would lead to the reported event. There were no non-conformances, design or process changes within a two week window (+/-) of the product manufacture date that could contribute to this event.